Manufacturer narrative:
This device cjb (B)(4) is distributed outside the united states ; however it is similar to the united states product cxs (B)(4). The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
During a pci, the distal stent struts were flared after failed attempts to deliver the product to the target lesion. The patient was a (B)(6) male. The target lesion was the distal rca. The lesion was de-novo, heavily calcified and highly tortuous. There was 90% stenosis. There was upward sloping flexion at the proximal rca. Pre-dilation was conducted with a trek balloon at the distal rca and a cypher select+ (3.5/18 mm: complaint product) was delivered to the target lesion, but it would not cross the flexion at the proximal rca. The physician made several attempts to deliver the cypher select+ and pushed it several times, but these were unsuccessful. Therefore, the cypher select+ was retrieved and checked outside the patient and the distal edge of the stent was confirmed to be flared. Consequently, a different des (xience: 3.5 mm) was delivered with slight friction and implanted at the target lesion. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Review of the information provided suggests that there are vessel characteristics (heavily calcified and highly tortuous) and procedural factors that may have contributed to the failure to deliver the product to the lesion resulting in distal stent strut uplift. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
The patient was a (B)(6) male. The target lesion was the distal rca. The lesion was de-novo, heavily calcified and highly tortuous. There was 90% stenosis. There was upward sloping flexion at the proximal rca. Pre-dilation was conducted with a trek balloon at the distal rca and a cypher select+ (3.5/18mm: complaint product) was delivered to the target lesion, but it would not cross the flexion at the proximal rca. The physician made several attempts to deliver the cypher select+ and pushed it several times, but these were unsuccessful. Therefore, the cypher select+ was retrieved and checked outside the patient and the distal edge of the stent was confirmed to be flared. Consequently, a different des (xience: 3.5mm) was delivered with slight friction and implanted at the target lesion. The procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use.